Manufacturer narrative:
Spatz fgia inc. Has not received the actual product for evaluation since the failure could be identified in the data provided by the importer/distributor and analysis was done and confirmed balloon hyperinflation with some visible biofilm on the balloon surface which can be a cause. A review of the device labeling notes the following: spontaneous hyperinflation is the enlargement of the balloon with extra air that can occur spontaneously. This can lead to symptoms such as pain, nausea, vomiting, dehydration, ulceration, perforation, and could require a down adjustment or removal of the balloon.

Event description:
Balloon hyperinflation causing gastric obstruction, with nausea and vomiting.